Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient's leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During the procedure, the lead was inadvertently moved, therefore the physician opted to replace the leads.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-10949. It was reported that the patient was experiencing high impedances. Surgical intervention took place wherein the lead was explanted and replaced.